Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage\complications from your essure removal procedure:that one of them was shredded and removed in sections') and allergy to metals ('allergy: rash/skin condition nickel allergy') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, drug allergy, bowel adhesions and paratubal cyst. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pruritus allergic ("skin condition/ allergic or hypersensitivity reaction type: itchy skin/ rashes or skin conditions type: extreme severe itching"), rash ("rashes or skin conditions"), fatigue ("fatigue"), tooth disorder ("dental problems"), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: had several uti's"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("anxiety"), dyspepsia ("digestive problems"), alopecia ("hair loss"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain/weight loss") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes describe: fluctuations"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, menorrhagia, rash, fatigue, tooth disorder, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, hormone level abnormal, urinary tract infection, migraine, depression, anxiety, dyspepsia, visual impairment, weight fluctuation and arthralgia outcome was unknown and the allergy to metals, pruritus allergic and alopecia had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, depression, device breakage, dyspepsia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pruritus allergic, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure (ess205). The reporter commented: patient received treatment for device breakage, menorrhagia (heavy menstrual bleeding), rash, skin condition, nickel allergy, fatigue, dental problems. Discrepancy noted for date(s) of birth : (B)(6)2004 and (B)(6)1969. Discrepancy noted for date(s) of removal: (B)(6)2016 and (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Pathology test - on (B)(6)2016: pathologic diagnosis- fallopian tubes. Bilateral with essure coils: 1. Fimbriated fallopian tubes with no significant pathologic changes. 2. Complete cross sections are present. 3. Benign paratubal cyst.. Ultrasound scan vagina - on an unknown date: results of essure confirmation test- other (please describe) good placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event joint pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage\complications from your essure removal procedure:that one of them was shredded and removed in sections') and allergy to metals ('allergy : rash/skin condition nickel allergy') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, drug allergy, bowel adhesions and paratubal cyst. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pruritus allergic ("skin condition/ allergic or hypersensitivity reaction type: itchy skin/ rashes or skin conditions type: extreme severe itching"), rash ("rashes or skin conditions"), fatigue ("fatigue"), tooth disorder ("dental problems"), genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: had several uti's"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("anxiety"), dyspepsia ("digestive problems"), alopecia ("hair loss"), visual impairment ("vision/eye problems") and weight fluctuation ("weight gain/weight loss") and was found to have hormone level abnormal ("hormonal changes describe: fluctuations"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, menorrhagia, rash, fatigue, tooth disorder, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, hormone level abnormal, urinary tract infection, migraine, depression, anxiety, dyspepsia, visual impairment and weight fluctuation outcome was unknown and the allergy to metals, pruritus allergic and alopecia had resolved. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, depression, device breakage, dyspepsia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pruritus allergic, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure (ess205). The reporter commented: patient received treatment for device breakage, menorrhagia (heavy menstrual bleeding), rash, skin condition, nickel allergy, fatigue, dental problems. Discrepancy noted for date(s) of birth : (B)(6) 2004 and (B)(6) 1969. Discrepancy noted for date(s) of removal: (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Pathology test - on (B)(6) 2016: pathologic diagnosis- fallopian tubes. Bilateral with essure coils: fimbriated fallopian tubes with no significant pathologic changes; complete cross sections are present; benign paratubal cyst. Ultrasound scan vagina - on an unknown date: results of essure confirmation test- other (please describe) good placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event alopecia outcome added as recovered/ resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy : rash/skin condition nickel allergy"), skin disorder ("skin condition"), rash ("rash/skin condition"), fatigue ("fatigue") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, menorrhagia, allergy to metals, skin disorder, rash, fatigue and tooth disorder outcome was unknown. The reporter considered allergy to metals, device breakage, fatigue, menorrhagia, rash, skin disorder and tooth disorder to be related to essure (ess205). The reporter commented: patient received treatment for device breakage, menorrhagia (heavy menstrual bleeding), rash, skin condition, nickel allergy, fatigue, dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage\complications from your essure removal procedure:that one of them was shredded and removed in sections'), allergy to metals ('allergy : rash/skin condition nickel allergy') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, drug allergy, adhesion and paratubal cyst. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pruritus ("skin condition/ allergic or hypersensitivity reaction type: itchy skin/ rashes or skin conditions type: extreme severe itching"), rash ("rashes or skin conditions"), fatigue ("fatigue"), tooth disorder ("dental problems"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: had several uti's"), migraine ("migraines / headaches"), depression ("depression"), anxiety ("anxiety"), dyspepsia ("digestive problems"), alopecia ("hair loss"), visual impairment ("vision/eye problems") and weight fluctuation ("weight gain/weight loss") and was found to have hormone level abnormal ("hormonal changes describe: fluctuations"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, menorrhagia, rash, fatigue, tooth disorder, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, hormone level abnormal, urinary tract infection, migraine, depression, anxiety, dyspepsia, alopecia, visual impairment and weight fluctuation outcome was unknown and the allergy to metals and pruritus had resolved. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, depression, device breakage, dyspepsia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pruritus, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure (ess205). The reporter commented: patient received treatment for device breakage, menorrhagia (heavy menstrual bleeding), rash, skin condition, nickel allergy, fatigue, dental problems. Discrepancy noted for date(s) of birth : (B)(6) 2004 and (B)(6) 1969. Discrepancy noted for date(s) of removal: (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Pathology test - on (B)(6) 2016: pathologic diagnosis- fallopian tubes. Bilateral with essure coils: 1. Fimbriated fallopian tubes with no significant pathologic changes. 2. Complete cross sections are present. 3. Benign paratubal cyst.. Ultrasound scan vagina - on an unknown date: results of essure confirmation test- other (please describe) good placement. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-oct-2019: pfs and mr received. New events: abnormal bleeding(general), abnormal bleeding(vaginal), hormonal changes describe:fluctuations, had several uti's, migraines / headaches, depression, anxiety, hair loss, vision/eye problems and weight gain/ loss were added. Event outcome of nickel allergy and severe itching was updated as recovered/resolved. Lab data added. Concomitant conditions added. New reporters added, plaintiff's information updated. Date of removal updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy : rash/skin condition nickel allergy"), skin disorder ("skin condition"), rash ("rash/skin condition"), fatigue ("fatigue") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, menorrhagia, allergy to metals, skin disorder, rash, fatigue and tooth disorder outcome was unknown. The reporter considered allergy to metals, device breakage, fatigue, menorrhagia, rash, skin disorder and tooth disorder to be related to essure (ess205). The reporter commented: patient received treatment for device breakage, menorrhagia (heavy menstrual bleeding), rash, skin condition, nickel allergy, fatigue, dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added device breakage, menorrhagia (heavy menstrual bleeding), rash, skin condition, nickel allergy, fatigue, dental problems. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.